Event description:
Artefil, lot # f111003 suneva medical inc. Exp 08/2012. Product injected in nasolabial folds and cheeks .8cc. Post inspection pain (burning), lumps, swelling, redness. Persists 5 months later. Have tried antibiotics, steroid injections and no relief. Unable to make contact with vendor for assistance and/or guidance. Provider is offering no suggestions as to how to help me.